Event description:
During receiving inspection of the device at the foreign consignee, the pressure sensor module, exhibited drift in its readings. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
The affected pressure module was replaced at the user location. The module was returned and evaluated by the manufacturer. An intermittently functioning t-filter on the printed circuit board (a combination of two capacitors and an inductor), attributed to corrosion caused by solder flux.